Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3389s-40, lot# v166791, implanted: (B)(6) 2008, product type: lead; product ID 64002, lot# n371640, implanted: (B)(6) 2014, product type: adapter; product ID 37651, serial# (B)(4), product type: recharger; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3389s-40, lot# v166791, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported there was a coupling problem. It was noted the implantable neurostimulator (ins) had moved inside of the patient¿s body. It was noted the patient had a battery change out on (B)(6) 2014 and they put in a rechargeable battery. It was stated they had some issues recharging it but it may have been due to the location of the device. It was noted it had moved from their clavicle to under their arm so the shoulder strap wouldn¿t even work. It was noted they had to physically put it over the unit and it would change from 8 bars down to 4 bars. It was stated the patient had made it so the antenna would stay against their implant with an ace bandage. It was noted they thought the ins had moved a couple of weeks after it was implanted. It was stated they had gone in to ask their doctor to relocate it back to their clavicle like it used to be. It was noted they had tried to relocate it but it ¿didn¿t last long if the doctor did.¿ it was stated when they would charge they would ¿glance down and all of a sudden it would be down to 4 bars and they hadn¿t moved or anything.¿ it was noted when they first repositioned it, the first week or so after it was implanted, the channel that came down from their head seemed to be stretched and it gave the patient ¿headaches and things.¿ it was noted they were going to talk with their doctor about moving the ins back to its original location.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# v166791, implanted: (B)(6) 2014, product type: lead. Product ID 64002, lot# n371640, implanted: (B)(6) 2014, product type: adapter. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# v166791, implanted: (B)(6) 2014, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger.

Event description:
Additional information reported that the cause of the event was difficulty recharging the battery. The event was attributed to the recharger. There were no abnormal impedance measurements. There was difficulty charging to 100% battery life. The device would not be returned. The patient had not required hospitalization. The patient's doctor had not spoken to the patient since the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that it was taking too long to charge with poor coupling. Caller stated they were having difficulty charging their ins, noting that they're only able to get between 0 and 2 coupling bars darkened. Caller said that the problem had been getting progressively worse and charging the ins "consumed all of their time" because the coupling issue. Caller said the point to charge (ins site) had moved from the original implant site on their chest to under their armpit. Caller said it "kept moving and moving" and it had progressively worsened but the patient just kept dealing with it. Caller had been trying to call the hospital for the implanting hcp's info to get the ins surgically repositioned but they had not been able to obtain the information. Actions taken were to reposition the insr antenna, but it did not resolve the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the migration, poor coupling, and taking too long to recharge was due to a surgical placement issue. Actions/interventions include scheduled a surgical revision/replacement of the ins. The issue is not resolved and it has been a longstanding issue for over 2 years.